Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh and boston scientific solyx midurethral sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): the patient underwent a mesh implant on (B)(6) 2010 due to pelvic organ prolapse, vaginal vault prolapse, rectocele, stress urinary incontinence, and bladderneck hypermobility. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia and abscessed colon.(B)(4).